Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set had blockage at site on (B)(6) 2024. The event occured 3 or more hours after insertion. The site of insertion was at abdomen. No further information available.